Event description:
Event description guidant received information that this transvenous coronary sinus lead could not be implanted due to difficult patient anatomy. The lead was removed, and a second lead was attempted. This lead also could not be implanted due to the difficult anatomy, and a third lead was attempted. During the difficult implant procedure for this transvenous coronary sinus lead, a perforation occurred. An emergent pericardial centesis was required to evacuate the fluid from the pericardial sac. This procedure was performed without complication, and the patient has recovered. Post surgical intervention demonstrated normal cardiac function.